Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd safetyglide¿ needle pulled out of the hub and remained in the patient. The following information was provided by the initial reporter: "foreign body in patient a0501 - detachment of device or device component safety glide shielding im injection needle".

Manufacturer narrative:
H.6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the unspecified bd safetyglide¿ needle pulled out of the hub and remained in the patient. The following information was provided by the initial reporter: "foreign body in patient. A0501 - detachment of device or device component. Safety glide shielding im injection needle".